Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7th july 2025, it was reported by an arthrex's employee via email that for an ar-4501, meniscal cinch¿ ii, the first implant failed to set. This was detected during a knee meniscus repair procedure on (B)(6) 2025. The case was completed successfully by using another new ar-4501. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual evaluation, it was noted that one of the implants was broken off at one of the distal ends, and the other was completed. The sutures and implants were stuck and damaged inside the shaft of the device. The trigger button # 1 was loose/loose. Functional testing was not performed due to the damage to the device. According to dfu-0156-eo g. Precautions. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism." The most likely cause of the reported failure is misuse due to user error, applying excessive force during deploying the implants, prying, and/or leveraging the device.